Manufacturer narrative:
(B)(4). Batch #l92f2w. The device was returned with the tissue pad damaged, melted, and a small portion was returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded?

Event description:
It was reported that during an unknown procedure,while using the device, the plastic tip fell off. The device had been used successfully for ~15 minutes. Surgeon grasped tissue laparoscopically and while activating the shears the plastic liner fell off instrument into abdominal cavity. Noted immediately, surgeon was able to remove plastic. No apparent patient harm.